Event description:
It was reported that the programmer would not load software for an upgrade from the universal serial bus (usb), and the touch pen (stylus) was not functioning well because the stylus connector was bad. Various error messages were also displayed during power up. The programmer was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the programmer would not load software for an upgrade, the hard disk drive was reimaged and software was reloaded. The stylus was not functioning well, the stylus was not seated, so the stylus was reinstalled and seated. The upper case was broken, the power cord door was damaged, the hinge plate screw was missing and the right antenna coax cable was damaged.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).